Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause has been determined to be environmental debris got sealed into the packaging during the packaging process. Per the pictures provided, these particles of debris are within the specification that is allowed with this device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported two black stains of about 0.5 mm were found on the inner paper. The issue was found before opening the sterilized pack. The device was replaced and the procedure (an unspecified procedure) was completed using a similar device. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
Address: full name of the establishment is (B)(6) hospital. The subject device was evaluated at service business center (sbc). Device evaluation has confirmed the reported issue . Visual inspection was performed, two spots of dirt or foreign matter were found in the sterilization pack of the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.